Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer resolved the issue prior to the report with tandem technical support, and declined to further troubleshoot with tandem technical support. Customer¿s blood glucose was 109 mg/dl.